Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (resets) was confirmed. The monitor reset when delivering the treatment. Upon evaluation the monitor was resetting during pulse testing. The monitor was able to properly deliver an appropriate treatment and convert the patient's rhythm to a slower rhythm. The root cause for the resets was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. A design change to address this condition (PMA supplement p010030/s064) was approved by FDA on (B)(6) 2015. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) and reported that the monitor had reset after an appropriate treatment event.